Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR (B)(4) (2/3).

Event description:
It was reported the reprocesser was reprocessed, but the water filter hadn't been changed and was still used on patients. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h6. The device was not returned to olympus for evaluation, therefore, the customer's reported issue could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue occurred due to user error. It is likely the user did not read the instructions for use (IFU) carefully, which resulted in the reported event. However, a definitive root cause could not be determined. The following information from the instructions for use (IFU) pertains to this event: "chapter 7 routine maintenance. 7.2 replacing the water filter (maj-2318). Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below.". Olympus will continue to monitor field performance for this device.